Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address elevated bg.